Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2020-33492. It was reported that the patient had lost therapy on their right side due to one of the their leads having high impedances. It was noted that the patient had a fall. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had the impedance issue and was replaced, so both leads are being reported.